Event description:
It was reported that the pt experienced electrode migration, bleeding in the ear and infection. Device testing revealed normal function. The pt's device was explanted. The pt is being monitored.